Event description:
It was reported by service report that the bed was stuck in a raised position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail button stuck.